Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital with an infection. On (B)(6) 2018, they received antibiotic therapy and had their implantable cardioverter defibrillator, right atrial, right ventricular, and left ventricular leads explanted. However, wound culture and transesophageal echocardiography (tee) done after procedure revealed that the patient had tricuspid valve endocarditis. The patient received additional antibiotic therapy, was cleared for discharge, and would continue as an outpatient.